Manufacturer narrative:
There is a temporal relationship between the patient event of bad pain in her sides, feeling bloated and swelling in the feet with subsequent hospitalization and ccpd therapy on the liberty cycler. There is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty cycler or to show a causal relationship between the adverse event and the patient complaint of the cycler not draining her completely. Additionally, the patient reported fibrin in the drain bag which could have been affecting the draining during treatment. Per the pdrn, no overfill or fluid overload could be confirmed and the admitting diagnosis was related to asthma and respiratory issues. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact for this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support requesting a replacement cycler. The contact believed that the liberty cycler was not draining the patient completely. The patient was currently completing a manual exchange and fibrin could be seen in the drain bag. Per the contact, the patient was experiencing bad pain in her sides. They had spoken to the peritoneal dialysis registered nurse [pd(rn)] who advised to go to the emergency room (ER) as she was also feeling bloated and her feet were swollen. Additional information was received (B)(6) 2018 through follow-up with the peritoneal dialysis nurse. The patient was admitted to the hospital on (B)(6) 2018. The patient was admitted for reasons (unspecified) related to asthma. Per the pdrn the patient underwent a tracheotomy and has a complex medical history (no information provided). The hospital did not provide any information to the pdrn about the patient symptoms of pain in her sides. It is unknown if the patient was overfilled by the liberty cycler or if the patient was fluid overloaded. Hospital course is unknown. The patient did continue pd therapy but it is unknown if any fresenius product was utilized. Patient disposition is unknown. Additional information was solicited.

Manufacturer narrative:
The reported symptom not draining (no alarm) was not confirmed. The reported symptom non-operational questions was referred to pl- patient line blocked. Since the simulated treatment was performed, completed without any failures relating to pl; therefore the reported symptom non-operational questions was not confirmed. The reported symptom no allegation of product deficiency was not confirmed. Encountered sb supply bag lines are blocked. During treatment at dwell 2 ¿sb supply bag lines are blocked¿ occurred. The ¿ok¿ button was selected the alarm reoccurred two consecutive times before the treatment was canceled. No fluid leaks in the test cassette during the test treatment. After replacing the clogged hp1 the simulated treatment was performed, completed without failures or problem. The system air leak passed. The voltage check passed. The load cell value and verification was not within not tolerance. A visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel gasket was drooping over the center of the front panel overlay. There was no presence of visible liquid or evidence of past fluid within cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."